Manufacturer narrative:
No additional information is available regarding this event.

Event description:
It was reported that the lactate dehydrogenase (ld) reagent leaked though there was not loosening of the cap. The event occurred at the beckman coulter inc., (bci) warehouse in japan. No injury was reported on this issue.